Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor air/water supply. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material in the nozzle due to insufficient cleaning, the additional findings are as follows: due to wear of the angle wire, bending in the up direction and play of the up/down knob did not meet standard value; adhesive on bending section cover had a crack; due to clogging of nozzle, water removal ability did not meet the standard value; forceps channel port was shaved; paint on suction cylinder and air/water cylinder was peeled; switch 4 had wear; and the universal cord had a wrinkle. The following device components were scratched: plastic distal end cover, protector of universal cord on control section side, scope connector cover, forceps elevator (fe) lever, fe knob, right/left knob, switch box, suction connector, universal cord, grip, control unit, and scope cover. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. There is applied CAPA. See the CAPA-201170. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function: 1. Cover the spray valve hole with your finger. 2. Depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; and more over, could not specify with the obtained information the root cause of the remaining foreign material. Olympus will continue to monitor field performance for this device.